Event description:
It was reported to vyaire medical that the lap top ventilator 1200 had transducer faults and low pressure fault errors. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10- vyaire medical was able to duplicated reported problem. Found a seized turbine and solenoid manifold pins were not installed correctly. As a resolution, installed screws for space bracket, reroute wires from o2 (oxygen) blender and flow valve. Reinstalled solenoid manifold. The issues were resolved. Unit was performed by a 3rd party. Turbine was replaced.

Manufacturer narrative:
Correction: h6:corrected device code.